Manufacturer narrative:
Concomitant medical products: 4542 lead, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. The patient is reported to have had a cardiac arrest and died two days later. The cause of death is unknown. It was further reported that two weeks prior to the patient death there was noise observed on the left ventricular (lv) channel and there was loss of right ventricular (rv) lead capture at 8 volts as well as sensing integrity counter (sic). The patient was noted to have two left ventricular leads, one being a competitor lead, however it is not known which lv lead was plugged into the rv port and which was placed in the lv port. Additional information has been requested related to lead placement and cause of death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.